Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
A pt was implanted with an lcp one-third tubular plate and screws on (B)(6) 2010. Subsequent to the implantation the pt experienced pain, muscle spasm, tightness and swelling and returned to ER for treatment in (B)(6) 2012. X-rays showed nothing was broken and no treatment was given. The reaction happened again in (B)(6) 2012 with ER advising the pt to check for allergies since x-rays taken show no breakage. The pt was informed the implants were made of stainless steel. This report is #4 of 5 for the same event.